Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error alarm during testing due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump had insulin pump error alarm. The customer¿s blood glucose level was 38 mg/dl, 235 mg/dl. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer was uses auto mode. Customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.